Manufacturer narrative:
Device information of migrated leads. Brand name - evoke cap12 percutaneous lead kit - 90cm. Model - 102879. Catalog - 3009. Lot number - 9017513156.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a fall shortly after initial implant. It was confirmed that the scs system did not cause or contribute to the patient¿s fall. Due to the reported fall, the patient¿s leads migrated and a revision procedure was performed to replace the leads. During the revision procedure, monopole electrocautery was used. An impedance check was performed intra-operatively, and high impedances were identified. This was attributed to damage to the cls caused by the use of monopolar electrocautery. The cls was replaced to resolve the high impedances and complete the revision procedure.